Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
The patient had an MRI (B)(6) 2014 and the logs the day of the report on (B)(6) 2014 that still showed a motor stall. The stall was at 10:18 am on (B)(6) 2014 and the pump was read at 12:56 (B)(6) 2014. Per the reporter the patient was ¿not feeling very well¿ which was the reason for the MRI but that the nurse was mostly sure it ¿wasn't related to the pump¿. On (B)(6) 2014 it was further reported the stall did recover and the pump was stalled for 26 hours, there was no tube set message. There was not more than one stall noted in the log. The patient forgot to contact the office and notify them of the MRI until after it was conducted. The day following was when the patient came in to have it interrogated. The nurse reported that the motor stall occurred around the time she had the MRI, but she only saw the recovery listed in the printout when she interrogated the pump and printed it out (26 hours post MRI). Interventions, drug or patient outcome not reported. If additional information is received a follow-up report will be sent.